Event description:
Customer reported that he had been having low blood glucose. He stated that three weeks prior he had a low of 39 mg/dl and then 5 days later a low of 19 mg/dl. He also stated that the week before he had a low blood glucose reading of 40 mg/dl. Customer treated with glucose tablets. He stated that paramedics had treated him with energy packets and an IV drip of saline and sugar. Customer stated that the drive support cap appeared to be normal and recessed. All of the programming was correct. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.